Event description:
It was reported that cgm displayed recurring error 42 messages that had occurred multiple times on pump, and caller had not reset pump for this issue within the last 24 hours. There was no reported impact to the customer¿s blood glucose level. Customer was advised that pump would be replaced under warranty, was instructed to continue using current pump until replacement arrived, and was told to program pump settings and reconnect cgm on replacement device; technical support also provided instructions for storage mode and requested return of problematic pump using prepaid label within 10 days, which customer understood and acknowledged.